Event description:
A sales rep sent baxter corporate product surveillance an email to report an unknown amount of four-way large-bore stopcocks in which leaks were observed. According to the report, the leaks lead to the facility having trouble getting, and keeping, their pressure readings on their urodynamic machine. They use the stopcocks during procedures when they need to pump fluids into the bladder and take a pressure reading. The facility used to use unknown standard-bore stopcocks which had white caps, but switched over to these after the "white caps went out of circulation." The nurses noted that they check for secure connections, but still notice that they leak near the blue caps. The events occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Two samples were returned for evaluation. Visual and functional testing was performed and no defects were observed. The reported condition was not confirmed. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.